Event description:
The user facility reported that they are unable to route video signals to the monitors connected to the hexavue custom room rack. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue custom room rack and found that there was no power to the touch panel and monitors. The technician replaced the cxps video router, tested the function and operation of the unit, confirmed it to be operating to specification, and returned the unit to service. No additional issues have been reported.